Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the video connector socket. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the video transmission failure of between scope and processor due to the worn inside the video connector by the user forcibly connected the scope or light guide, connected it diagonally, or applied excessive force such as bending, pulling, twisting, or crushing, or the worn of the video connector socket due to the repeatedly long-term use of the scope, because over seven years had passed from the subject device had been manufactured. Olympus stated the appropriate handling of cv-190 and the counter measures against abnormalities in the instruction manual of cv-190.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before an unspecified procedure, it was found that the endoscopic image was not displayed while evis 180 series videoscope was connected to the subject device. When evis 185 series videoscope was connected to the subject device, the endoscopic image was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.